Event description:
Report received from (B)(6) stating that service was required for the device. During service the device identification being unreadable was observed. The device not being used during surgery. It is unk if injury or medical intervention had occurred. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and condition of the device identification being unreadable was observed during servicing. If additional info becomes available a supplemental report will be submitted.